Manufacturer narrative:
A medtronic representative went to site to test the equipment. Representative replaced main power fuses and recommended site to plug the mobile view station (mvs) into a regular wall outlet and only use the emergency outlet if there was no power to regular outlets. A system checkout was performed and the hardware, software, and instruments passed the system checkout. The system was found to be fully functional.the suspect fuses have not been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that while outside of procedure, the mobile view station (mvs) of the imaging system would not turn on. Line power indicator was not lit. There was no patient present at the time of the issue.